Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. Device received with minor scratched lcd window and broken battery cap.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s mother reported via phone call that the insulin pump screen was hard to see. The customer¿s blood glucose levels were up to 240 mg/dl, 306 mg/dl, 130 mg/dl, 200 mg/dl. The customer¿s mother was declined to troubleshoot for blank display. The customer¿s mother was reported that the screen was scratched on side of the insulin pump. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.